Event description:
In 2008, the office manager reported that during a kit inspection, it was identified that the screw was missing and the instrument was non-functional. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event did not occur in surgery. Results of device history record review indicated that product met specifications. Visual examination found missing pivot screw/pin. The engineering investigation determined the root cause was no mechanical lock to secure the pivot screw/pin. The corrective action taken was to add a mechanical lock to the specification in 2008.